Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had displayed e216 and b30 communication errors intermittently. There were no reports of patient harm. While speaking with olympus technical assistance support (tac) via phone, the customer could not duplicate the errors. The customer was not using 180-series scopes. Tac informed the customer that intermittent use with multiple scopes could be due to the light source socket and explained that they should ask for it to be replaced. However, if they do not see the error, they should return to olympus for evaluation. The customer wanted to speak to the manager about whether the unit should be sent in for evaluation and did not want to be transferred to repairs.